Event description:
According to the customer: " the oxygenator within the h46630 pump and table pack has reported to display high pre and post pressure readings whilst on a pt. There were no adverse effects on the pt and the oxygenator was cut out and a new one added to the circuit during the procedure. The event took place on (B)(6) 2015, but reported yesterday ( (B)(6) 2015)." (B)(4).

Manufacturer narrative:
The prod was requested to return back to the MFR for lab investigation. The prod was not rec'd back yet. The investigation is still pending. A supplemental medwatch will be submitted when further info becomes available. Add'l info: the prod mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID.